Event description:
It was reported that the insulin pump delivered a bolus of 25 units that she did not program. The customer's blood glucose dropped from 15.9 mmol/l to 12.1 mmol/l in a 20 minute time span. The customer was advised to go to the hospital to prevent a possible hypoglycemic event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.